Manufacturer narrative:
Sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked but unavailable (asku). Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted and removed during the same procedure due to a loading error; the doctor did not like the way iol was in the cartridge. Another johnson & johnson lens, model za9003 19.5 diopter was implanted into the patient's operative eye. No additional maneuvers were required to remove the lens from the intraocular space and there was no patient injury. However, an unplanned vitrectomy was performed. The suspect iol is not available for return as it was discarded. Patient outcome post-procedure is unknown. No further information is available.